Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height main drawer 6 was clicking and did not open on its own. A field service engineer (fse) documented that the full height cubie drawer was difficult to open and produced multiple clicking sounds during access attempts. The fse performed troubleshooting and replaced both slide rails, after which the drawer operation was restored to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system full height main drawer 6 was clicking and did not open on its own. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.